Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that on (B)(6) 2024, a mitraclip procedure was performed to treat functional mitral regurgitation (mr) grade 3. Ntw (lot: 40403r1106) was chosen for implantation. During deployment, establishment of final arm angle (efaa) failed. The clip opened from less than 10 degrees to 60-90 degrees. Troubleshooting was performed but was unsuccessful. The clip was replaced with ntw (lot: 40627r1106) which was implanted without issue, reducing mr to trivial. There were no patient consequences or clinically significant delay.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation was unable to determine a cause for the reported clip open during efaa and user concern of efaa failure. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2024, a mitraclip procedure was performed to treat functional mitral regurgitation (mr) grade 3. Ntw (lot: 40403r1106) was chosen for implantation. During deployment, establishment of final arm angle (efaa) failed. The clip opened from less than 10 degrees to 60-90 degrees. Troubleshooting was performed but was unsuccessful. The clip was replaced with ntw (lot: 40627r1106) which was implanted without issue, reducing mr to trivial. There were no patient consequences or clinically significant delay.